Event description:
It was reported that a patient received resorbable bone void filler during a mandibular osteotomy; the graft material was placed in the space created by the sagittal split mandibular osteotomy. Approximately one week later, the patient reportedly began ¿experiencing symptoms.¿ during a follow up visit shortly thereafter, the surgeon reportedly determined that the patient had ¿an abscess and purulent drainage, not very fetid.¿ the patient was given a different antibiotic, and reportedly did not improve. The initial wound drainage one week post-op was reportedly thick and white in color, then turned whitish green and prior to explant was chocolate in color. Approximately two weeks post-op, the patient underwent a revision to explant the graft material. A sample of the bone from the ¿area in which the inflammation was found¿ was reportedly sent out ¿to study.¿

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter. Any missing or incomplete information is the result of the information not having been provided by the initial reporter. (B)(6).(B)(4). A review of the device history record for the subject device indicated that the product was manufactured per procedure and met all required specifications and release criteria. There were no deviations or non-conformances during manufacturing. The donor was adequately screened and tested, and determined eligible for transplantation. The subject device was terminally sterilized using gamma irradiation, within its required dosage, and was delivered sterile as labeled. No additional reports of this nature have been received involving any other units from the subject lot, nor involving any other tissues from this donor. This investigation is considered closed.